Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead. Patient was asymptomatic. Electrical function of the lead was tested and observed with no anomalies detected. Lead was capped and replace on (B)(6) 2016. Patient was stable post-procedure.